Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported observing the heater tray on the patient's liberty select cycler was melted two inches from the center. They indicated the plastic on the heater tray surface was peeling. The pdrn and the patient are unsure how the damage occurred and it is unknown if the damage occurred during treatment. The patient was able to complete their treatment on the date the event was reported, however, they were advised to discontinue use of the cycler and revert to an alternate treatment plan. A replacement cycler was issued and the reported cycler was scheduled to be returned to the manufacturer for physical evaluation. Multiple attempts were made to acquire additional information, however, a response was not received.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. During an external visual inspection there was no evidence of melting, the paint on the heater tray did show evidence of peeling from fluid exposure over time. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The cycler underwent and passed a voltage test, catch post hi pot test, patient hi pot test, safety analyzer test, and a heater/temp test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover next to the recess underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported observing the heater tray on the patient's liberty select cycler was melted two inches from the center. They indicated the plastic on the heater tray surface was peeling. The pdrn and the patient are unsure how the damage occurred and it is unknown if the damage occurred during treatment. The patient was able to complete their treatment on the date the event was reported, however, they were advised to discontinue use of the cycler and revert to an alternate treatment plan. A replacement cycler was issued and the reported cycler was scheduled to be returned to the manufacturer for physical evaluation. Multiple attempts were made to acquire additional information, however, a response was not received.